Manufacturer narrative:
(B)(4).

Event description:
Scarring, metallosis and wear reportedly noted during revision.

Event description:
It was reported that left hip revision surgery was performed. Bilateral patient, right hip revision surgery reported via MDR 3005975929-2017-00151.